Manufacturer narrative:
The returned motor controller board passed all testing. No-fault found. The customer complaint was not verified. No blower has been received for this complaint. .

Manufacturer narrative:
B4: 16aug2021. The field service engineer (fse) confirmed the reported failure and advised checking the white air inlet filter if dirty. The filters are not bad, and the cooling fan is operational. The fse replaced the blower, but the unit failed the system leak test. The fse put the original blower back in and then replaced the motor controller (mc) board. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the printed circuit board assembly (pcba) motor controller (mc) board to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
Date of report: 20july2021.

Event description:
The customer reported v60 and it has a diagnostic error "blower temp high alarm". The device was not in clinical use. No patient or user harm was reported. The remote service engineer (rse) instructed customer to check the white air inlet filter if dirty. The customer identified the filter is not bad, and the cooling fan is operational. The (rse) recommended replacing the blower assembly and motor controller pcba while on site. Other information is pending.